Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not explanted.

Event description:
Surgeon reported "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.

Manufacturer narrative:
An event regarding observation of less dense bone on x-ray where the patient is asymptomatic involving a tritanium baseplate was reported. The event was confirmed via x-rays. Method & results: device evaluation and results: not performed as no items were returned; they remain implanted. Medical records received and evaluation"x-rays confirm an implantation of cementless triathlon cr components with a tritanium baseplate. There is a small gap space visible below the posterior baseplate section immediately postop arthroplasty while from 3-months follow-up on progressive radiolucencies are seen below the posterior baseplate accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The arthroplasty has otherwise an adequate alignment with correct positioning of all devices including posterior baseplate slope and posterior femoral condylar offset. No revision surgery has been performed or planned thus far, the patient likely remains under close follow-up for development of any clinical symptoms, not reported at this time. It should be noted that the observed gap space below the posterior baseplate section is relatively small and would not normally cause any significant obstruction to bone ingrowth. Most device structures have gap space filling properties ranging from several hundred microns (porous-coatings) to several millimetres (ha-coated surfaces) that would compensate for such bone deficiencies. Diagnosis: an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a bone defect condition after suboptimal surgical preparation of the tibial bone although we should also note that tritanium has critical bone ingrowth requirements. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated:"an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a bone defect condition after suboptimal surgical preparation of the tibial bone although we should also note that tritanium has critical bone ingrowth requirements". Further information from the clinician indicated "none of the patients has clinical complaints and with none of them is revision surgery currently under consideration". No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon reported "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.